Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the device was not returned, the reportable malfunction could not be confirmed. The definitive root cause was not identified. The events can be detected and prevented in accordance with the following sections of the instructions for use: "clean only one endoscope with this instrument and discard the brush immediately after use. Otherwise, the cleaning effectiveness of the instrument may be impaired, equipment damage and/or infection of the patient and/or operator may occur. Prior to use, read the endoscope's instruction/reprocessing manual carefully and follow the procedures given in that manual channel cleaning brush and channel-opening cleaning brush. This instrument is shipped non-sterile and is intended for single use only. Do not attempt to reuse. Do not attempt to clean, disinfect or sterilize the instrument for reuse. Doing so may damage the instrument and/or the equipment being cleaned, and/or impair its cleaning ability, which may cause infection of the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use single-ended cleaning brush reprocessing was deviated from the reprocessing guidelines. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: summit health management llc new jersey urology a summit health . Added here due to character limitation in respective field.